Event description:
It was reported there were coupling and or communication issues. It had been about 2 weeks since the patient last felt stimulation and about 3 weeks since she last recharged. Patient typically recharges on a weekly basis but had been sick with the flu. Use of al (antenna locate) resulted in a por (power on reset) being displayed on insr which then lead to the normal recharging screen. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3777-60, lot # v477971012, implanted: (B)(6) 2010, explanted: unknown; lead: model # 3777-60, lot # v465524001, implanted: (B)(6) 2010, explanted: unknown; programmer: model # 37743, lot # nke153100n; recharger: model # 37752, lot # nka143309n.